Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a broken bottle that leaked sample was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: "according to the customer's report, a crack was found on the bottle (welding part), resulting in blood leakage.

Manufacturer narrative:
H.6. Investigation: bd was unable to reproduce customer¿s experience with the bactec product for leakage defect. Satisfactory results were obtained from retention samples when visually inspected. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is confirmed based on photo received from the customer. Manufacturing equipment in contact with the plastic bottle could not cause the cracked observed in the photo, therefore the bottle supplier was contacted for further evaluation. Evaluation to the bottle lots was performed, and split seams issues were reported and corrected during the manufacturing process. No root cause was identified, the bottle exhibited a split seam defect causing a separation of the structure. As a corrective action the supplier will challenge the seam spots defect during the manufacturing process. No trend has been identified for this defect. This complaint should be considered as an isolated event. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a broken bottle that leaked sample was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: "according to the customer's report, a crack was found on the bottle (welding part), resulting in blood leakage. "